Event description:
Davinci robotic fenestrated bipolar forceps broke in the middle of being used inside the patient's insufflated abdomen. Instrument did not damage patient's tissue when it broke. Instrument was removed from the port, sequestered and bagged for inspection. Instrument had 2 lives left when it broke.